Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 60 mm diameter abdominal aortic aneurysm. It was reported that during follow-up the duplex imaging showed the aneurysm had grown. After evaluation, the physician stated the aneurysm had grown; therefore, the patient was sent for a CT scan which showed a possible type ia or type ii endoleak and the aneurysm measured 8.4cm. The patient was scheduled for repair on the same day. Intra-operative diagnostic angiogram was done and the physician concluded there was a type ia endoleak present. A 32/32/49 endurant cuff was placed proximal to the 28/20/166 endurant bifurcated stent graft. The physician ballooned the proximal cuff and did another angiogram which showed there was a still a type ia endoleak but the physician thought the endoleak was much improved. The physician stated they did not think there was a type ii leak present. The physician ballooned one more time and then decided to conclude and do a duplex scan the next day to see if there is any further improvement once the patient was not heparinized. The 28/20/166 endurant appeared to be in the same location in the aorta since the time of implant. The physician stated they suspected the aorta may have dilated over time. The patient received 6500 of heparin for 64 kilo of weight for the intervention procedure. The physician stated upon follow-up after the intervention there was no endoleak found on duplex. No additional clinical sequelae were reported and the patient is fine. Several post-implant 3d photos revealed that the bifurcate was positioned well below the right renal artery within the proximal neck. From a single x-section cta slice just above the flow divider, 3cm below the lowest renal, contrast was seen within the sac. The endoleak type and cause could not be determined from these images. A possible type ii endoleak source from a lumbar artery is noted on the image. The neck appeared essentially straight with visible areas of calcification. The cause of the reported aneurysm expansion could not be determined from the images provided. Measurements of the proximal neck could not be extracted from the films. It is possible that disease progression may have led to proximal neck dilatation, which then caused a proximal type I endoleak. Low initial placement of the bifurcate within the calcified neck may have also contributed. The possible type ii endoleak was anatomy related.

Manufacturer narrative:
(B)(4).